Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier bezel was broken. A field service engineer (fse) replaced the bezel after the biometric identification unit became dislodged, completed a station test, and supported user in verifying biometric identification functionality as part of preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the bio ID bezel was broken and had fallen into the medflex cabinet. There were no delay or adverse events or injuries reported based on this event.